Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with the pump reset, and the customer continued using the pump for insulin therapy.